Manufacturer narrative:
Correction section h6 evaluation code conclusion and component codes. H3 device evaluation summary: updated evaluation due to part return. It was reported that, while in use on a patient, this 980 ventilator generated a ¿vent inop¿ (ventilator inoperative) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and replaced the line interface 2 printed circuit board. One line interface 2 pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. The investigation could not determine a cause of the event. A review of the device history record / product history record identified that the assembly/device had no failures which are relevant to the failure reported by the field. All finished product testing requirements were deemed acceptable. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: it was reported that, while in use on a patient, this 980 ventilator generated a ¿vent inop¿ (ventilator inoperative) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. The device was available for evaluation. A review of the system logs showed the 980 ventilator entered backup ventilation (buv) at the time of the event. The medtronic service engineer (se) inspected the device and found an associated diagnostic code and replaced the line interface 2 printed circuit board. The likely cause of the event was isolated in the field to the line interface 2 printed circuit board. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, this 980 ventilator generated a ¿vent inop¿( ventilator inoperative) alarm. The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Per review of repair details, diagnostic logs and available information, the 980 ventilator entered backup ventilation at the time of the event.